Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 46 mg/dl, 49 mg/dl and 368 mg/dl. The customer did not provide details on symptoms related to the high blood glucose and low blood glucose level. However, customer was treated with food and bolus with insulin pump. Customer was declined to troubleshoot for hypoglycemia as well as hyperglycemia. The customer did not return the insulin pump back for analysis.